Event description:
Device used after cardiac catherization. Successful, technically observed deployment with immediate good result. Occusion/thrombosis of femoral/popliteal approx 30 liter requiring thrombosis. Compartment syndrome requiring fasciotomy.